Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery (drca) with mild calcification, mild tortuosity and 90% stenosis. The 2.0x12mm nc trek balloon dilatation catheter (bdc) was inflated once when a rupture occurred in 10 seconds at 11 atmospheres. Another manufacturer's balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.